Event description:
It was reported that patient presented for a follow up in clinic. It was noted that the left ventricular lead exhibited loss of capture and high pacing impedance. Programming changes were made. The patient was in stable condition.